Event description:
The hosp reported that at the completion of a multiple coronary artery bypass graft procedure, three heartstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anatomoses. No pt complications were reported by the hosp. This report is for the first seal.